Event description:
It was reported that there was a damaged clamp on a transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and the device was found to contain broken occluder feet. Functional testing was performed and the device failed the underwater pressure leak and clamp function test due to the broken occluder feet. Clear passage test performed with no issues noted. Integrity of seal surface test performed with no leak noted. The reported problem was confirmed but the cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.